Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed severe abrasion marks at the distal part of the lead with a rubbed through insulation at approx. 54 cm distal to the is-1 connector pin. These damages can be considered to be the root cause for the oversensing issue as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and a nearby lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 20 months after implantation, low impedance measurement were noted. Oversensing and artifacts were observed in the rv channel. A revision was performed to correct the issue. No adverse patient side effects were reported.